Manufacturer narrative:
The consumer provided lot number 02933, lot check and batch retain investigation results pending.

Event description:
Numbness in fingers and hands [hypoaesthesia]. Tingling hand and fingers [paraesthesia]. Some type of nerve damage [nerve injury]. Device misuse (use fixodent 3-5x a day) [device misuse]. Case description: a consumer reported that they, an adult male age unspecified, used fixodent denture adhesive, original cream 1 applic, 3-5 times a day, with last know use on (B)(6)-2011, and reported the following: tingling hand and fingers and device misuse (uses fixodent 3-5 times a day). Health care professional was visited. Treatment: "operation on (B)(6)." The case outcome was not recovered/not resolved. Concomitant medications included: glyburide. No further info was provided. (B)(6), 2011 update: details revealed in a review of the initial contact of (B)(6)-2011: the (B)(6) consumer reported that he had been using the fixodent for the past 7-8 years and reported additional symptoms of numbness in fingers and hands and some type of nerve damage. He discontinued use of the product and began using poligrip. His treatment included an "operation on the spine" on (B)(6) 2011. Additional medical history included: flu shots, appendectomy (B)(6), and diabetes. No further info was provided.